Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 2 year follow-up CT showed the presence of a type ia endoleak. As of the date of this report, the patient will continue to be monitored and there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on a review of the follow-up CT imaging, there was no evidence of a type ia endoleak but rather multiple type ii endoleaks from patent accessory renal artery and lumbar vessels entering the sac. Type ii endoleaks are not device related but anatomy related.